Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the impedance issue was unknown. The impedance issue was not impacting current therapy settings, so no further actions were taken. The issue remained unresolved.

Manufacturer narrative:
Continuation of d10: product ID 37085-60, lot# serial# (B)(6), implanted: (B)(6) 2011, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(6), ubd: 24-feb-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via manufacturer representative (rep). It was reported that there was high impedance on the extension during a routine battery change. This is the patient's 5th battery change so perhaps wear and tear from multiple changes over the years. They tried reseating the extension drying off contacts and stimulating through the contacts but nothing fixed it. The issue was not resolved. The high impedance is not on contacts, the patient is using so patient still receiving therapy. High impedance on bipolar 11,8,9,10 and low impedance bipolar 10,8.